Manufacturer narrative:
The suspect computer for the navigation system was received by the manufacturer for evaluation. Testing found that there was one bad block on the hard drive of the computer. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Correction: device serial number now provided. Additional testing of the returned computer found no errors and computer booted without issue. However, due to the bad block as reported on the follow-up 1 MDR, root cause was the computer hard drive malfunction.

Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. On 6/9/2017 a medtronic representative went to site to perform a system checkout. On 6/7/2017 a computer was shipped as a replacement part. The representative replaced and performed a system checkout. System passed all testings and is performing normally. The suspected part has been not returned to manufacturer for evaluation.

Event description:
A medtronic representative reported that during a electrode and probe placement, the navigation system shut down without prompt from the user when utilizing the framelink application software. Issue was resolved at fourth reboot. The surgery was completed with the use of navigation system. There was no delay to the procedure. No impact on patient outcome.